Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: insrument channel leak, probe insulation test failed, distal end minor discolor, bending section glue crack, leaking biopsy channel, cloudy image, black spots on the image, fluid invasion from the distal end, fluid invasion from the body control unit, fluid invasion from the connector, insulation test failed, and angle lever play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The labeling review was not applicable because it can be assumed that the malfunction was not caused by a misuse of users. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope wasn¿t connecting to the monitor, no image un-restorable error code during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with this event.